Event description:
It was reported that during a laparoscopic gastric bypass, after firing the device and the cartridge only partial fired. During removal, the cartridge separated from the housing. There was an incomplete staple line and the surgeon sutured over the staple line to insure there was no leaking. No pt consequence was reported.

Manufacturer narrative:
Evaluation summary: the analysis results found that the atw45 device was returned in good visual conditions and with a cartridge loaded in the device. The cartridge was returned partially fired and was noted to have a wedge band bypass, as the left side was fully fired and the right side was 3/4 fired. The cartridge was disassembled to verify the condition of the spring cartridge lockout and was found normal, however the right sled was found damaged. In addition, the cartridge deck was found damaged, the damaged found on the cartridge deck is consistent with damaged caused when the device is clamped over a hard object. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape.